Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during use while the patient was connected. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. The set was not being reused. The patient did not have any pets that may have caused damage to the supplies. There was no damage noted to the overpouch or carton in which the cassette was delivered. A sharp object was not used to open the carton or overpouch. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) said that she did not tighten the luer locks on the line and that there was a leak because of it. The hp was to finish therapy manually. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.